Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were partially fired. There were staple pushers visible at the 5cm cut line on both reloads microscopic evaluation noted that the reloads had damage to the cutting edge of their knife blades. Functionally, the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while firing at the antrum, the staple line incomplete distally. Another device from another manufacturer was used to fix the staple line complete the case. There was no patient injury.